Event description:
In this event it was reported that a raypex 6 device provided incorrect measurements resulting in an over-instrumentation. Treatment is not yet complete. Additional information has been requested, but is not yet available.

Manufacturer narrative:
There has been a previous report received where this malfunction resutled in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.